Event description:
It was reported that during a da vinci-assisted segmentectomy surgical procedure, the surgeon noticed that the maryland bipolar forceps had broken part of the power cable. As it was a delicate surgery, the surgeon requested that it be removed in order to avoid damaging lung tissue. Before replacing it, it was verified that the clamp has 9 lives. The procedure was completed with a backup instrument with no reported injury and no procedure delays. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information:the instrument was not inspected prior to use. The damage was to a steel cable, not the black power cable. The steel cable was broken in half, not exposed. The customer noted a frayed cable. There was no loss of cautery associated with the damage, the defect was identified when coupling to the robotic arm. There were no signs of thermal damage at the site of the breakage. The surgical task was positioning the grippers on the arm when the issue was identified. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return and an image was provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.